Event description:
The customer contact reported a cut in the tubing; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified concentration of a potassium solution. It was reported that during priming prior to pt use, an unspecified volume of solution leaked. During visual examination at the user facility, a cut was noted in the tubing at the distal end of the tubing set. The tubing set was replaced. Though requested, no additional information was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found a cut in the tubing. The cut was located 59 inches distal to the cassette. The cut was straight and went 2/3 of the way through the tubing. The probable cause of the cut in the tubing was due to improper handling of a box cutter during manufacturing. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.